Event description:
The procedure was for a cavernous carotid fistula embolization using embolic coils. During the delivery of the third coil, the coil was manipulated three times. The catheter backed out of the aneurysm. The coil was pulled back and subsequently detached.